Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins depleted and turned off on (B)(6) 2020. They charged saturday and sunday for almost the whole day and the ins charged to almost 75%. She said she had never seen it deplete so rapidly. No symptoms were reported.